Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part number: 311.460, lot number: 2354043, manufacturing location: (B)(4). Release to warehouse date: 30 march 2008. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Made from component: part number 2742, lot number: 2315765. Manufacturing location: (B)(4). Release to warehouse date: 10 january 2008. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that ¿during the dynamic hip screw (dhs) surgery, upon preparing the screw tract for the distal screw of the side plate, the tip of the metal tap broke upon using the tap. A c-arm confirmed the tip of the tap retained inside. Unable to remove the tip of the tap. Decided to leave the tip of the tap inside the bone. The remaining surgery was performed as usual. There was no patient consequence? This complaint involves 1 part. Concomitant parts: screw (part# unknown / lot# unknown / quantity 1); plate (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for: (B)(4).

Event description:
Procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 311.460, lot number: 2354043: manufacturing location: bettlach, release to warehouse date: 30 march 2008: no non-conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Made from component: part number 2742, lot number: 2315765, manufacturing location: bettlach: release to warehouse date: 10 january 2008: no non-conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was conducted. Received condition: the tip of the tap for cortex screws ø4.5 is broken off and missing as described in the event description. The broken off portion has a length of approximately 16mm. The remaining cutting edges are completely worn and/or broken. Dimension: because of the damage and the very worn condition of the device the dimensions cannot be checked to post-manufacturing tolerances anymore. Conclusion: the out worn condition of the remaining cutting edges points to the fact that the tap was subjected to long term use and/or mechanical overload. The condition of the tap for cortex screws before the surgery is unknown. Synthes instruments should be inspected to damage and wear after processing, prior to sterilization per relevant technique guide. The returned part was determined to be suitable for the intended use when employed as recommended. Taking into account all relevant findings we determine that the tap for cortex screws ø4.5 broke because of mechanical overload. End of life definition per important information leaflet, limits on reprocessing: end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device returned to manufacturer. Date reported incorrectly on the initial report. The date should have been february 6, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.